Event description:
During a coronary drug eluting treatment procedure, blood was seeping into the inflation device. The lesion being treated was located in the right coronary artery (rca). The first unk size taxus express2 drug eluting stent was successfully deployed in the rca. The physician then attempted to deliver a second taxus express2 2.5 x 16 mm drug eluting stent distally to the first stent. While passing through the first stent the stent delivery balloon was hung up on the first stent and the physician noticed blood seeping into the inflation device. Consequently, the second taxus stent was never deployed. The entire delivery device was removed without complication. No pt injuries or complications were reported. The procedure was successfully completed using another taxus express2 2.5 x 16 mm drug eluting stent. Pt status is reported as "satisfactory/good." Made several attempts in one month to get additional info without success.